Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The nurse reported via phone call that the customer's blood glucose has been running high the last couple of days. Customer's blood glucose was 447 mg/dl. Caller stated that the doctor wants her to set a temp basal. Caller stated that she will have to reach out to the health care professional. It was also reported that the customer was not hospitalized.